Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had emitted multiple call service 87 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/22/2014 with the following findings: a review of the black box indicated that call service 087 alarms had occurred. No errors, alarms, or warnings occurred during investigation; the complaint could not be duplicated. Unrelated to the complaint, investigation revealed that the battery compartment is cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.